Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by a member of the patient's family that they had received a call about a dangerously high rate on the app. Their heart rate was one hundred and forty eight for eighteen seconds. A stress test was completed in the hospital and there was nothing wrong with the implantable pulse generator (ipg). However, they now report that the heart rate was down to thirty nine beats per minute (bpm) at one point on the pulse oximeter. The physician suspects the medication. The ipg remains in use. No further patient complications have been reported as a result of this event.